Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The insertion of new sensor was off label since it was inserted in a close proximity to the older sensor. This resulted in a signal interference issue for the user with the new sensor. The most likely root cause of this incident is due to the procedural error from the inserting physician as the new one should have been inserted in the other pocket/other arm. Since the usage of the system wasn't possible due to sensors being close to each other, user was advised to consult with the hcp to discuss the possibility of removing both sensor and to get inserted with a new one, preferably in other arm. No further investigation is necessary for this complaint.

Event description:
Senseonics was made aware of an incident where where newly inserted sensor could not be used because of signal interference with the older sensor which was still inside the same arm. The new sensor was inserted in proximity to the first (old) sensor. Since the usage of the system wasn't possible due to the two sensors being close to each other, user was advised to consult with the hcp to discuss the possibility of removing both sensors and to get inserted with a new one, preferably in other arm.